Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coil (swiftpac), a non-penumbra microcatheter, and a non-penumbra guide catheter. During the procedure, while advancing a swiftpac coil into the target location, the physician noticed the swiftpac coil was too long for the vessel and decided to remove the coil. While retracting the swiftpac coil, the swiftpac coil had unintentionally detached. The physician attempted to push the detached swiftpac coil into the vessel using the pusher assembly, but the coil was too large and could not be pushed all the way into the vessel. Therefore, the physician used a wire to push most of the detached swiftpac coil into the vessel with some of the coil remaining maxillary artery. The physician determined it was safe to leave the detached swiftpac coil partially in the maxillary artery. The procedure had ended at this point.